Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 59 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. During the procedure, the implant was performed independently by the customer, and it was reported that the 14 french by 13 centimeter peel-away sheath was cracked at the wing perforations, resulting in bleeding at the access site. The peel-away sheath was subsequently removed, and a repositioning sheath was advanced without further reported complication. While on support, the impella cp device was operating at performance level 8 with expected flows of approximately 3.6 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. No additional adverse events were reported during support. On the following day, the patient was escalated to impella 5.5 support, which remained in place for one day prior to removal. The patient survived the event and subsequent device support with no additional adverse events reported.